Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were reproduced while running a loaded set. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by continuity discovered across the crystals of the ultrasonic sensor during a visual inspection. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. There was no known patient injury or medical intervention associated with this event. No additional information is available.